Event description:
It was reported that the patient's ipg site did not heal after the surgery. The wound appears to be infected. The patient has had four scs systems removed in the past due to the incision site not healing. The patient is on antibiotics. It is unknown if the patient will be re-implanted at a later date.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.